Event description:
The us complainant had a 5.5 pump delivered to support a patient admitted in cardiogenic shock. The patient first had venous-arterial extra corporeal membrane oxygenation placed and was cardioverted for the ventricular tachycardia. The 5.5 pump was in for two months while awaiting a transplant. The two month support was explanted due to the loss of placement signal and there was a kink observed. The 5.5 was explanted and replaced, the patient survives and still awaits the transplant.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation into optical signal issue and product damage (cannula kink) has been completed. The pump was returned and evaluated. There was a significant kink found at the edge of the kink protector on the catheter side. Log review showed worsening snr and contrast about ten days into the case before completely failing 60 days into the case when they lost placement signal and had placement signal not reliable alarms. The "product damage (cannula kink)" failure mode was removed since a catheter kink was reported, and the catheter kink was incorporated into the root cause of the optical signal issue. The root cause of the optical signal issue was a damaged optical fiber line caused by a catheter kink. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-20799. D9 was marked no, should have been yes. E4 should have been left blank. G1 reporting contact fax number missing.